Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was defective. It was also noted that the ring was bent. (B)(4).

Event description:
It was reported that the external pulse generator had an output milliampere (ma) failure, that there were invalid selector readings. It was noted in the phone call to technical services that the output was not adjustable. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the heart lead flex. Visual inspection revealed no anomalies. Bench analysis found a shorted diode. Conclusion: confirmed the reported event and the failure seen during repair of the device caused by a defective diode.